Event description:
It was identified on x-ray that a canopy plate had broken post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. No implant failure of a similar nature has been reported for the lifetime of this product. It is not possible to determine the cause of the reported issue.